Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had been having difficulty making adjustments and turning stimulation on and off with the patient programmer. It was noted that a problem with the patient programmer was reported. It was further noted the patient got a poor communication screen. The reporter stated they had been having the problem for at least 7-9 months. The reporter further stated they had been using their recharger to turn stimulation on and off. It was noted the patient stated they were more successful with making therapy adjustments when they were outside of their house. It was further noted the patient though this resolved their problem, but they still had difficulty making therapy adjustments when they were outside of their house. The reporter stated they were able to successfully turn stimulation on and off without using the antenna attached to the programmer. The reporter further stated that when they plugged the antenna back in they were able to turn stimulation on and off. It was noted the patient was going to continue to monitor the situation and contact the manufacturer if they continue to have poor communication problems. Additional information received reported the patient programmer was not working correctly. It was noted that about six months ago the patient started having difficulty turning the ¿appliance¿ on using the patient programmer. It was further noted the patient had to use the recharger to turn the implantable neurostimulator (ins) on. The reporter stated they wanted to meet with a manufacturing representative to check why they could not turn the ins on with the programmer. The reporter further stated they could not increase or decrease stimulation using the programmer. Additional information received reported the problem had been resolved. Additional information received reported the patient did not have concerns regarding their device or therapy. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient could only turn their stimulator on using the ¿larger device.¿ the patient had changed batteries and wondered who she should get in contact with to have this assessed. It was noted her spinal cord stimulator worked fine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent